Event description:
A representative reported they were unable to get any water from the pump. They only aspirated a few bubbles. They stated that they tried two sets of syringes and two sets of needles multiple times trying to get air out and ¿pretty much after the first stick and a couple of big bubbles and maybe 1-1.5 ml of water, nothing else came out¿. The pump contained water. The representative later reported that the patient was doing well. They opened a new pump and it was implanted successfully, and they were receiving therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Changed the pump serial number to (B)(4). The initially reported serial number (B)(4) no longer applies. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. During the check in process, another 17 milliliters (ml) of sterile water were aspirated. The pump passed all non-destructive testing, and the logs were clean. The pump was then aspirated, filled with 20 ml of sterile water, and it was again aspirated. The process was aspirated for a total of five times, and no problems were encountered. This process was repeated with 10 ml of sterile water with no problems encountered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.